Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with unspecified medication for two weeks. A week after discharge from the hospital, the patient experienced peritonitis again and was hospitalized for three weeks. The cause of the event was not reported. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in early (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.